Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.8 cm to 7.2 cm from the connector pin due to friction to the device can.

Event description:
Lead fracture was also reported.